Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus tachycardia at 163bpm with motion artifact and an elevated heart rate contributed to the false detection. A review of the downloaded data confirms the response buttons were pressed after the treatment was delivered, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatments. The patient went to the hospital and will continue to wear the lifevest. There is no additional information reported about this event.

Manufacturer narrative:
There was no death or device malfunction associated with inappropriate defibrillation. The patient went to the hospital and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse; electrode belt (B)(4): (B)(6) 2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.